Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler stopped working during a procedure. There was no report of patient injury. A sorin service representative was dispatched to the facility to investigate and confirmed the reported issue. The patient bridge was replaced, which did not resolve the fault. Several boards and cables were also replaced, which also did not resolve the reported issue. The unit and all replaced parts were requested back to the manufacturer for further investigation. The returned ac mains board, cpu board, and ribbon cables were tested and no problems were identified. During testing of the distribution board, it was found that several current limiting resistors had a high resistance. The unit was tested and it was found that the electronics in the pump motors were defective. Further investigation identified that the unit had a 220v power supply, but the assembled bridge was specified as 120v. This caused the distribution board to have a high resistance, which lead to damage of the electronics in the pump motors. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. The unit passed all in-process testing during production, therefore it was determined that the 120v bridge was assembled into the 22v heater-cooler unit in the field. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the heater-cooler stopped working during a procedure. There is no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-coller system 3t. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.